Manufacturer narrative:
No lot number was provided and without lot number it is not possible to determine expiration date or manufacturing date. Device used was not returned.

Event description:
A nurse alleged that a 3m ranger (tm) high flow disposable set leaked at the "y" in the tubing while being used with a patient in approximately mid-(B)(6) 2015. Blood allegedly leaked onto the floor with an estimated loss of 1-2 units. There was no patient injury. There was no exposure to hospital staff because the blood did not spray into the room and the staff members were wearing gloves.